Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned a screwdriver, hose, and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the air dermatome. The air dermatome was manufactured on august 31, 2011, and is over 5 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. No testing was able to be performed to try to replicate the reported event. The device is over 5 years old and has not been previously repaired by zimmer biomet. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. On (B)(6) 2016, the customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a screwdriver, hose, and 1¿/2¿/3¿/4¿ width plates, for evaluation. On (B)(6) 2016, initial quality evaluation revealed minor nicks throughout the housing. The leading edge of the control bar and handpiece appear to be in good condition. All four width plates show minimal to no wear. The thickness lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within the motor speed specifications. The device was tested with the customer hose and the motor operated within the motor speed specifications. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device was not grafting. Additional information was received from the customer on (B)(6) 2016 stating that the event occurred during surgery and there was a 30 minute delay in the surgery time. The surgery was completed using the same device, however medical intervention/additional surgical procedure was required in that an unplanned additional graft harvest was taken. Proper surgical technique for the device was used, the blade was placed properly for use (blade not inserted upside down) and the dermacarrier was at room temperature when used.